Event description:
It was reported that the patient presented to the clinic for a device check after an alert was detected for a high ventricular rate (hvr) alert due to noise. Programming changes were made. The patient will be monitored. There were no adverse health consequences, the patient was stable.